Event description:
It was reported that the patient experienced withdrawal (symptoms unknown) due to a motor stall of their intrathecal delivery pump. The patient heard an alarm but was not sure it was the pump until a friend listened. The pump was not due for a refill until 2008. The patient reportedly experienced withdrawal symptoms and presented to the ER on sixteen days earlier. The patient was treated with oral medications and returned home. On three days prior to original date, the patient presented to the clinic. The motor stall was confirmed in the logs. The stall had occurred on sixteen days prior to original date. No recovery message appeared. A tube set message appeared 48 hours after the motor stall message. There was no MRI or other medical procedure that may have caused the stall. The drug used in the pump was dilaudid 8000 mcg/ml and clonidine 1000 mcg/ml. The last refill had been in june. Troubleshooting was attempted to recover the stall, but was unsuccessful. Pump replacement was performed as an outpatient four days later. The patient outcome was unknown at the time of this report.

Manufacturer narrative:
Final device analysis was not complete as of the date of this report. A follow up report will be submitted when the device analysis is complete.